Event description:
It was reported that when the account manager entered the account, she was handed a nc trek 3.5 x 15 mm balloon dilatation catheter (bdc) and told that 1-2 months ago, during an interventional procedure, the nc trek bdc was advanced, but the balloon would not inflate. The stopcock was changed to a new stopcock, but the balloon would still not inflate. The bdc was removed without difficulty and another unspecified bdc was used for the procedure. The technician remembers thinking there might have been a crack in the hub of the device. A new nc trek 3.5 x 15 mm bdc was used to finish the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.